Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd cycler sets were damaged. It was further reported there was a "small sized slit" on the patient lines. This was observed after removing the sets from the overwrap. There was no damage noted on the overwraps; they were intact. There was no report of patient injury or medical intervention associated with this event. No additional information is available.